Event description:
It was reported by service report that the foot end siderail was stuck and the footboard was cracked leaving exposed sharp edges. No adverse consequences have been reported.

Manufacturer narrative:
Result: cracked footboard, siderail.